Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump was not delivering insulin. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-may-2019 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. No activity related to the alleged issue was observed in the pump histories. The pump history showed the pump was delivering the programmed basal rate until the deliveries were halted by the user. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. No alarms or pump malfunctions occurred during testing. Unrelated to the original complaint, the cartridge compartment was chipped. The cartridge cap was still able to attach securely to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.